Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) could not be reviewed as the device serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 27 mm mitral valve implanted for an unknown implant duration is scheduled to undergo a valve-in-valve procedure.

Event description:
Edwards received information that a patient with a 27mm mitral valve implanted for an unknown implant duration is scheduled to undergo valve-in-valve procedure due to severe stenosis. However, the procedure has been postponed to an unknown date.